Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer failed and was not detected on the bus, preventing users from accessing medications for a patient. The customer stated that the malfunction occurred when a user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart enhance half-height cubie drawer 4.1 row b pockets were failed. The field service engineer replaced both the drawer retractors on smart enhance half-height cubie drawer 4.1 and 4.2, but the issue persisted. Then replaced the defective cubie tray on smart enhance half-height cubie drawer 4.1 row b to resolve the issue. The system functioned as intended after the field service engineer repaired the device.